Event description:
It was reported that the patient with this inflatable penile prosthesis complained of inflation issues as the implant did not get to the tip of their glans and had difficulties activating the pump, which led to an in-clinic evaluation. Pump troubleshooting was performed; however, performance issues were not resolved. It was decided to remove and replace the pump and cylinders, the new components were connected to the existing reservoir. There were no patient complications reported.

Manufacturer narrative:
Upon receipt, this product was thoroughly analyzed in our quality assurance laboratory. The cylinders, pump, and reservoir were visually inspected, microscopically examined, leak and functionally tested. All components performed within specification. Product analysis was unable to confirm the clinical observations.

Event description:
It was reported that the patient with this inflatable penile prosthesis complained of inflation issues as the implant did not get to the tip of their glans. They had difficulties activating the pump, the patient was evaluated in-clinic. Pump troubleshooting was performed; however, the performance issues were not resolved. It was decided to remove and replace the pump and cylinders, the new components were plugged in to the existing reservoir. There were no patient complications reported.

Manufacturer narrative:
Additional information was received that changed the awareness date in the initial report submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis complained of inflation issues as the implant did not get to the tip of their glans and had difficulties activating the pump, which led to an in-clinic evaluation. Pump troubleshooting was performed; however, performance issues were not resolved. It was decided to remove and replace the pump and cylinders, the new components were plugged in to the existing reservoir. There were no patient complications reported.